Event description:
The pt underwent implantation of a synchromed pump and catheter on 2001 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt presented to the hcp with redness and swelling at the device pocket on 6/2001. The hcp cultured the device pocket which grew staph aureus. The pt underwent treatment with IV and oral antibiotics with partial device system explant on 2001. The infection resolved and the pt did not experience drug withdrawal.